Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/right side') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C06525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure/therma choice ablation and essure procedure performed together". The patient's medical history included headache, menstrual cramp, gluten intolerance and laparoscopy. Plaintiff did not remember test and result. Concurrent conditions included polymenorrhoea. Concomitant products included cyanocobalamin, fish oil, hydrocodone;paracetamol (acetaminophen;hydrocodone), metformin hydrochloride (metformin hcl), propranolol hydrochloride (propranolol hcl) and sertraline hydrochloride (sertraline hcl). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), gluten sensitivity ("allergic or hypersensitivity reaction type: gluten/gluten intolerance"), tooth disorder ("dental problems"), cystitis ("infection (bladder/ urinary tract/vaginal) type: not specified"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: not specified"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: not specified"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), rash ("rashes or skin conditions type: on feet and hands/rashes on hands and feet"), menstruation irregular ("irregular menses"), endometriosis ("endometriosis"), ovarian cyst ("left ovarian cyst"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), insomnia ("insomnia"), memory impairment ("forgetfulness"), back pain ("back pain"), headache ("headache"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("allergy") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes describe: did not specify"), uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (da vinci total laparoscopic assisted hysterectomy, salpingectomy, left oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, gluten sensitivity, rash, dysmenorrhoea, insomnia, memory impairment, back pain, metrorrhagia and hypersensitivity had resolved and the tooth disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, nausea, depression, anxiety, menstruation irregular, endometriosis, ovarian cyst, uterine leiomyoma, dyspareunia, fatigue, alopecia, weight increased, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, hypersensitivity, insomnia, memory impairment, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal infection and weight increased to be related to essure. The reporter commented: on both right and left ostia number of trailing coil: 2. Patient received treatment for metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Pathology test - on (B)(6) 2018: proliferative endometrium; no evidence of endometrial hyperplasia, ein or malignancy 2) deep adenomyosis. 3) endometriosis. Left fallopian tube and ovary. 4) benign hemorrhagic corpus luteal cyst, ovary. 5) benign hydatid cyst of morgagni, right fallopian tube. 6) mild chronic cervicitis with mild squamous epithelial hyperplasia of ectocervix and diffuse. Squamous metaplasia of endocervix; no evidence of cervical dysplasia. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, pelvic pain, ovarian cyst and the following ones were described in patient¿s medical : novasure/therma choice ablation and essure procedure performed together. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: new event abdominal pain was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/right side') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C06525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure/therma choice ablation and essure procedure performed together". The patient's medical history included headache, menstrual cramp, gluten intolerance and laparoscopy. Plantiff did not remember test and result. Concurrent conditions included polymenorrhoea. Concomitant products included cyanocobalamin, fish oil, hydrocodone;paracetamol (acetaminophen;hydrocodone), metformin hydrochloride (metformin hcl), propranolol hydrochloride (propranolol hcl) and sertraline hydrochloride (sertraline hcl). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), gluten sensitivity ("allergic or hypersensitivity reaction type: gluten/gluten intolerance"), tooth disorder ("dental problems"), cystitis ("infection (bladder/ urinary tract/vaginal) type: not specified"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: not specified"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: not specified"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), rash ("rashes or skin conditions type: on feet and hands/rashes on hands and feet"), menstruation irregular ("irregular menses"), endometriosis ("endometriosis"), ovarian cyst ("left ovarian cyst"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), insomnia ("insomnia"), memory impairment ("forgetfulness"), back pain ("back pain") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes describe: did not specify"), uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (da vinci total laparoscopic assisted hysterectomy, salpingectomy, left oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, tooth disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, nausea, depression, anxiety, menstruation irregular, endometriosis, ovarian cyst, uterine leiomyoma, dyspareunia, fatigue, alopecia, weight increased, insomnia, memory impairment, back pain and headache outcome was unknown and the gluten sensitivity, rash and dysmenorrhoea had resolved. The reporter considered alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, insomnia, memory impairment, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, rash, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 274 lbs. On both right and left ostia number of trailing coil: 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Pathology test on (B)(6) 2018: proliferative endometrium; no evidence of endometrial hyperplasia, ein or malignancy. Deep adenomyosis. Endometriosis. Left fallopian tube and ovary. Benign hemorrhagic corpus luteal cyst, ovary. Benign hydatid cyst of morgagni, right fallopian tube. Mild chronic cervicitis with mild squamous epithelial hyperplasia of ectocervix and diffuse. Squamous metaplasia of endocervix; no evidence of cervical dysplasia. Pregnancy test urine on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, ovarian cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical: novasure/therma choice ablation and essure procedure performed together. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs and mr received. Reporter information, date of insertion, date of removal, lot number added. This case become incident. Event ; previously reported event injury to herself were updated to abnormal bleeding (general), menorrhagia, allergic or hypersensitivity reaction type: gluten/gluten intolerance, dental problems, hormonal changes describe: did not specify, infection (bladder/ urinary tract/vaginal) type: not specified, migraines / headaches, nausea, depression, anxiety, rashes or skin conditions type: on feet and hands/rashes on hands and feet, irregular menses, endometriosis, left ovarian cyst, fibroids, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, pain/pelvic pain/right side, weight gain, insomnia, forgetfulness, back pain, headache, novasure/therma choice ablation and essure procedure performed together. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/right side') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C06525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure/therma choice ablation and essure procedure performed together". The patient's medical history included headache, menstrual cramp, gluten intolerance and laparoscopy. Plaintiff did not remember test and result. Concurrent conditions included polymenorrhoea. Concomitant products included cyanocobalamin, fish oil, hydrocodone;paracetamol (acetaminophen;hydrocodone), metformin hydrochloride (metformin hcl), propranolol hydrochloride (propranolol hcl) and sertraline hydrochloride (sertraline hcl). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), gluten sensitivity ("allergic or hypersensitivity reaction type: gluten/gluten intolerance"), tooth disorder ("dental problems"), cystitis ("infection (bladder/ urinary tract/vaginal) type: not specified"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: not specified"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: not specified"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), rash ("rashes or skin conditions type: on feet and hands/rashes on hands and feet"), menstruation irregular ("irregular menses"), endometriosis ("endometriosis"), ovarian cyst ("left ovarian cyst"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), insomnia ("insomnia"), memory impairment ("forgetfulness"), back pain ("back pain") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes describe: did not specify"), uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (da vinci total laparoscopic assisted hysterectomy, salpingectomy, left oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, tooth disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, nausea, depression, anxiety, menstruation irregular, endometriosis, ovarian cyst, uterine leiomyoma, dyspareunia, fatigue, alopecia, weight increased, insomnia, memory impairment, back pain and headache outcome was unknown and the gluten sensitivity, rash and dysmenorrhoea had resolved. The reporter considered alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, insomnia, memory impairment, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, rash, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 274 lbs. On both right and left ostia number of trailing coil: 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Pathology test - on (B)(6) 2018: proliferative endometrium; no evidence of endometrial hyperplasia, ein or malignancy deep adenomyosis; endometriosis. Left fallopian tube and ovary; benign hemorrhagic corpus luteal cyst, ovary; benign hydatid cyst of morgagni, right fallopian tube; mild chronic cervicitis with mild squamous epithelial hyperplasia of ectocervix and diffuse. Squamous metaplasia of endocervix; no evidence of cervical dysplasia. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, pelvic pain, ovarian cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical : novasure/therma choice ablation and essure procedure performed together. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/right side') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C06525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure/therma choice ablation and essure procedure performed together". The patient's medical history included headache, menstrual cramp, gluten intolerance and laparoscopy. Plantiff did not remember test and result. Concurrent conditions included polymenorrhoea. Concomitant products included cyanocobalamin, fish oil, hydrocodone;paracetamol (acetaminophen;hydrocodone), metformin hydrochloride (metformin hcl), propranolol hydrochloride (propranolol hcl) and sertraline hydrochloride (sertraline hcl). On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), gluten sensitivity ("allergic or hypersensitivity reaction type: gluten/gluten intolerance"), tooth disorder ("dental problems"), cystitis ("infection (bladder/ urinary tract/vaginal) type: not specified"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: not specified"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: not specified"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), rash ("rashes or skin conditions type: on feet and hands/rashes on hands and feet"), menstruation irregular ("irregular menses"), endometriosis ("endometriosis"), ovarian cyst ("left ovarian cyst"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), insomnia ("insomnia"), memory impairment ("forgetfulness"), back pain ("back pain"), headache ("headache"), metrorrhagia ("metorhagia (bleeding b/w periods)") and hypersensitivity ("allergy") and was found to have hormone level abnormal ("hormonal changes describe: did not specify"), uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (da vinci total laparoscopic assisted hysterectomy, salpingectomy, left oophorectomy (unilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, gluten sensitivity, rash, dysmenorrhoea, insomnia, memory impairment, back pain, metrorrhagia and hypersensitivity had resolved and the tooth disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, nausea, depression, anxiety, menstruation irregular, endometriosis, ovarian cyst, uterine leiomyoma, dyspareunia, fatigue, alopecia, weight increased and headache outcome was unknown. The reporter considered alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, hypersensitivity, insomnia, memory impairment, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 274 lbs. On both right and left ostia number of trailing coil: 2. Patient received treatment for metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Pathology test - on (B)(6)2018: proliferative endometrium; no evidence of endometrial hyperplasia, ein or malignancy 2) deep adenomyosis 3) endometriosis. Left fallopian tube and ovary 4) benign hemorrhagic corpus luteal cyst, ovary 5) benign hydatid cyst of morgagni, right fallopian tube 6) mild chronic cervicitis with mild squamous epithelial hyperplasia of ectocervix and diffuse squamous metaplasia of endocervix; no evidence of cervical dysplasia. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, pelvic pain, ovarian cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical : novasure/therma choice ablation and essure procedure performed together quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received reporter information was added. New event added metrorrhagia, allergy. Event outcome updated metrorrhagia, allergy, pelvic pain, back pain, forgetfulness, insomnia. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.